Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient was found unconscious by her tax professional. The patient experienced shaking. 911 was called and the patient was transported to the emergency department. There, the bg was taken and showing 20 mg/dl while the cgm was showing 220 mg/dl. The hypoglycemia was treated with IV fluid and glucose. The patient was observed for 5 hours before being discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.